Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue sheath for a left atrial appendage (laa) closure. During recovery, the patient woke up blind with left sided aphasia indicating a stroke. The patient received tissue plasminogen activator then transferred to an outside facility for neuro-intervention which cleared the lesion. Stroke symptoms resolved in less than 24 hours, and the patient made a full recovery.